Event description:
It was reported that the patient became syncopal and presented with complete heart block and a nonphysiologic heart rate (ventricular rate in the 40s) with no ventricular pacing. It was also reported that noise was observed on the ventricular lead even at decreased sensitivity. The ventricular lead polarity programming was changed from bipolar to unipolar and the noise ceased and normal pacing resumed. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.